Event description:
It was reported that a spectrum pump turned off without user input during an infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history log nor reproduced during evaluation. Review of the history log found a single occurrence of a system error 322. After the error, the pump was powered off via the on/off key. There is no evidence in the history log of the pump powering off by itself.